Manufacturer narrative:
Block h6: device code a0504 captures the reportable event of balloon leak.

Event description:
It was reported that a uromax ultra dilation balloon catheter device was used during a ureteroscopy (urs), stricture dilation procedure. During the procedure, it was noticed that the balloon was not inflating. Reportedly, upon removal it was found that contrast solution was leaking out from the balloon. The procedure was completed with a different device with no patient complications.